Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("location of device: uterus/ expulsion of essure device"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("became pregnant") in a (B)(6) female patient who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: yaz from july 2009 to july 2010 and depo provera from 2005 to april 2010. Concurrent conditions included pulmonary embolism. Concomitant products included multivitamin, ranitidine and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, 7 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criteria medically significant and intervention required). In 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery to remove removal of coil and with d & c for the spontaneous abortion on (B)(6) 2011. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis, device expulsion, menorrhagia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 22-may-2018: information from pfs and mr: new reporters added. Patient¿s demographics added. Product lot number added. Historical and concomitant drugs added. Severe physical injuries replaced by more specific events. New events added: abnormal bleeding (vaginal, menorrhagia)/ vaginal bleeding, pregnancy (stillbirth or miscarriage), bladder infection, urinary infection, migration of essure device location of device: uterus/ expulsion of essure device, failure to occlude (close) fallopian tube(s). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("location of device: uterus/ expulsion of essure device/one of the essure insert in cervix."), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("became pregnant") in a 37-year-old female patient (gravida 2, para 1) who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s).". The patient's past medical history included parity 1 (on (B)(6) 2011) and multi gravida. Previously administered products included for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2010 and depo provera from 2005 to (B)(6) 2010. Concurrent conditions included pulmonary embolism and obesity. Concomitant products included drospirenone + ethinylestradiol (yaz), multivitamin, ranitidine and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 7 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of coil) and surgery (she under went d & c). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis, device expulsion, menorrhagia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: do you allege that essure caused birth defects: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs received:patient demographics, other relevant history and event outcome not recovered / not resolved added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("location of device: uterus/ expulsion of essure device/one of the essure insert in cervix."), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("became pregnant") in a 37-year-old female patient (gravida 2, para 1) who had essure (batch no. 20227410) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s).". The patient's past medical history included parity 1 (on (B)(6) 2011) and multi gravida. Previously administered products included for an unreported indication: yaz from (B)(6) 2009 to (B)(6) 2010 and depo provera from 2005 to (B)(6) 2010. Concurrent conditions included pulmonary embolism and obesity. Concomitant products included drospirenone + ethinylestradiol (yaz), multivitamin, ranitidine and warfarin sodium (coumadin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 7 months 29 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary infection"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (removal of coil) and surgery (she under went d & c). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, cystitis, device expulsion, menorrhagia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: do you allege that essure caused birth defects: yes baby died 9 weeks old: unable to determine birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.